Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 laser fiber was used during ureteroscopy with laser procedure performed on (B)(6) 2017. Reportedly, the laser unit used was a holmium 100w. According to the complainant, during preparation and outside the patient, it was noted that the fiber connector was broken. There was no damage noticed on its packaging prior to use. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.